Event description:
An intera oncology patient posted in her blog that on (B)(6) 2025, she went to the clinic for a pump study. According to the patient, the pump study was painful. The patient mentioned the clinic "took a big needle and pushed it through to the pump." The patient is not sure why the procedure was painful. However, after the injection took place, the patient was brought to a CT machine where images were taken, and the solution glowed. The patient was gracious that it glowed in the correct spot (patient's liver). After the clinic returned the patient to her room, they later brought the patient back for a spec CT to get even more images.

Manufacturer narrative:
The device history record, (B)(4) ln 29940533, was reviewed. The pump was manufactured on september 23, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology has reached the clinic multiple times to seek additional information related to the patient's adverse event. To date, the clinic has not responded to our inquiries. Therefore, the cause of the patient feeling pain during insertion remains inconclusive. In the event of intera oncology receiving updated information, we will submit a supplemental report to the FDA.